Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ultrasafe plus x100l pr white ccl had a safety guard failure. This occurred on 2 occasions. The following information was provided by the initial reporter: injections don't retract as they normally do, it happened twice, patient was not endangered. The product was used by patient.